Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 480 mg/dl. Customer stated that was having issues with blood glucose fluctuating and did not ate anything and he kept doing bolus but, it was not going down. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer treated for high blood glucose using bolus and manual injection. Customer does not alleged insulin pump was under delivering. Customer stated blood glucose went down after manual injection. Customer stated self test and displacement test passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).